Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed the condition could not be replicated. The returned parts were assembled with other tfn instruments and implants to complete the construct and evaluate the complaint condition. The returned 130 degree aiming arm and insertion handle were assembled and then a nail was assembled to them with a connecting screw. The returned protection sleeve, drill sleeve and trocar were then assembled and inserted through the distal locking hole in the aiming arm. The sleeves/trocar aligned as intended with the distal locking hole in the nail. The trocar and drill sleeve were removed and a locking screw was inserted through the protection sleeve and passed into and through the distal locking hole without issue. The returned parts assembled and aligned as designed and the screw passed cleanly through the hole in the nail. The insertion handle, protection sleeve, drill sleeve and trocar were manufactured in 2006 and have been in use for over 5 years without issue. The aiming arm was manufactured in july 2008 and has been in use for over 3 years without issue. Placeholder.

Event description:
It was reported that while doing a trochanteric fixation nail (tfn) procedure, the distal locking screw (458.938s) missed the hole in the short nail (456.318s) posteriorly. The surgeon removed the inner sleeve and the trochar, realigned and changed the angle of the locking screw, and sat and locked it down manually. The surgeon was then able to complete the procedure with no further problem and no adverse effect to the patient. The consultant indicated the surgeon was using the correct aiming jig and trochars on the procedure, and would like to return the instruments for evaluation. This is report 4 of 5 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This report is for file (B)(4).